Event description:
On (B)(6) 2026, the user reported a hospitalization that occurred approximately two weeks prior, around on (B)(6) 2026, due to pain in the right foot, specifically involving the second toe. The user stated that no diagnosis was provided during the hospitalization and reported being admitted for approximately three days. At the time of follow-up, the user reported feeling well and had returned home.

Manufacturer narrative:
Review of the data management system confirmed that the user was current with active system use at the time of complaint review. Based on the available information, the event was not related to the device thus does not require further investigation.